Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a discrepant realtime sars-cov-2 result. A positive result was obtained and reported to a patient, however, the patient complained about the result and went to another laboratory for testing, result was negative. After reviewing the files, the field application specialist (fas) concluded the run was valid, as assay controls and internal controls in each sample were within assay specifications (except in one sample, that failed with error code 4458). The positive result was reported to the customer; however; the customer complained and went to another laboratory for testing. The allplex 2019-n2019cov (ivd) assay generated a negative result. The fas discussed with the customer samples below the limit of detection (lod) of the assay. Additionally, the fas referred to allplex¿ 2019-ncov assay (version (B)(4); (B)(6) 2020) instructions for use. According to the IFU, allplex¿ 2019-ncov assay has a limit of detection of 4,167 copies/ml on different real time pcr instruments. The fas also discussed this information with the customer, indicating that the reported discrepancy most likely occurred due to differences between assays sensitivities. During the call, the customer indicated there was not a negative impact on patient´s health derived from the positive result reported. This incident is being reported to FDA because the incident occurred in colombia using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the questioned run was reviewed. Run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509462. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462 identified 1 additional complaint related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462. This additional complaint was independently investigated and found no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 509462 was not identified.